Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The poly extraction tool was used to remove the marathon liner from the pinnacle multi hole cup. As the extraction tooth was being fully extended the surgeon put excessive force on the instrument causing the extracting tooth to snap off. The extraction tool was ineffective afterwards and removed from the sterile field. No adverse event to patient, the poly was removed with other methods. No delay in case. Patient outcome satisfactory post surgery.

Manufacturer narrative:
No instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.